Manufacturer narrative:
H3, h6: the real intelligence cori, p/n rob10024, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The wires connecting the tcu board are missing the male end housing with the latch, the wires were pushed in without being locked. (Black & white). In addition, a visual inspection was performed on the part beyond the reported complaint. The exterior condition shows moderate wear, missing screws, top cover loose, grime. Although the reported problem was confirmed visually, a functional evaluation was performed. A case was run and the test passed. When booted up, the system shows the blue symbol. After opening the top cover and pushing the black and red wires into the female end of the tcu board, the system boots up properly and functions as intended. In addition, a functional evaluation was performed on the part beyond the reported complaint. There are 3 missing screws for the top cover and the silicone application for the usb connectors is very messy. The most likely cause of this event is the wires connecting the tcu board are missing the male end housing with the latch, the wires were pushed in without being locked. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during cori lab/demo when attempting to boot up the system in order to conduct a demonstration an error occurred. They boot up the system, it would start and show it was running diagnostic testing, and then the tablet would blackout and the blue man would appear on the unit lcd screen. They attempted to shutdown and restart multiple times to alleviate the error. The issue was most likely due to a loose wire, so they opened up the console and tightened a red and black wire that was connected to the back right corner of the tcu through a white clip. After reconnecting the wire, they were able to boot up the system and conduct the demo. There was a delay reported of more than 30 minutes. No patient was involved. No other complications were reported.